Manufacturer narrative:
The laboratory analysis on the previously submitted medwatch was an analysis on a different device. Please disregard medwatch # (B)(4).

Manufacturer narrative:
(B)(4). As per the customer, the gas system was set to three liters per minute but the output was two liters per minute. Per field service representative (fsr), the customer installed a new blender and the issue was intermittent. During troubleshooting the tubing running to the flow meter had a leak. The fsr fixed the leak and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00499.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an intermittent gas flow discrepancy. The device was not changed out, the flow was increased. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per field service representative (fsr), there was a loose connection that caused the leak. The leak was in a user supplied tubing and the leak was at the attachment point to the vaporizer (not a manufacturer's product). The side that was attached to the gas blender was good. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi. Entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. Set the air flow to 3 l/min and both the ccm and external flowmeter read 3 l/min. The accuracy of the air flow compared to set point was accurate through the epgs¿s range of air flow.